Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a bipap a40 device. There was no harm or injury reported. The device was sent to the manufacturer's service center for evaluation. The ventilator inoperative condition was not duplicated. During evaluation and review of the device error logs, it was identified that a log was not written correctly. The device's main board was replaced to prevent reoccurrence. The unit was confirmed to be working properly after replacement.